Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports that returned loaner kit inspection found the tip of the polyaxial screw driver had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
Visual inspection found the distal most portion of the driver tip broken. The broken tip was not returned for evaluation. Review of the device history record found issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.